Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl as well as diabetic ketoacidosis and was admitted to the hospital on (B)(6) 2017. Other relevant blood glucose level of the customer was 300-400 mg/dl and 85 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting for bent cannula. The insulin pump will not be returned for the analysis.